Event description:
Pt. Undergoing ercp procedure under flouroscopy in radiology. Had been given sedation but remained restless. Hx. Endoscopic cholecystectomy, malignant hyperthermia. Ercpdone using snadard flouro-tip ercp catheter; zebra guide wire passed & papilotomy done with cannulatome. Balloon passed to remove 3 small common duct stones; it was inflated, then removed when patient experienced acute pain. On retrieval, it was noted that balloon was ruptured and there was blood on the catheter tip. The procedure was terminated. Md documented suspicion that "inflation of balloon could have caused leak or small rupture of cystic duct remnant. Followup studies confirmed a leak. The patient subewquently underwent, on 11/1,device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, anticipated or known. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.